Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure performed in 2005, (patient gender, age, and weight are unknown). According to the complainant, the cutting wire was bent. It could not be opened. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was not available.

Manufacturer narrative:
A visual and functional evaluation found that the cutting wire was capable of deflecting past 90 degrees when the handle was activated. However, the cutting wire was bowing up past the sheath while in the deactivated position. The cutting wire was also bent confirming the complaint. No other problems were found with this device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.